Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. Investigation summary customer returned (11) pn replicon 32g x 4mm loose. It was reported by the consumer that pen needles clog during priming (9), non-patient end was bent (7), and non-patient end needles were missing (2). The needle was visually inspected and found 8 bent npe, 2 bent pe and 1 without any damages. Clog test were performed on the pen needle which has no damages and observed no issues during priming. Pen needles were clogged during priming due to non-patient end was broken/bent. As the samples return were open it is not possible to determine the root cause. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the return samples were open.

Event description:
It was reported while using replicon pen needles 4mm x 32 gauge there were issues priming. This occured 9 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported clogged pen needles during flow check.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge there were issues priming. This occured 9 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported clogged pen needles during flow check.